Event description:
In 2008, boston scientific corporation was informed that during a procedure to prevent bleeding of stomach ulcer, when the resolution clip device clip was pushed out of the sheath, it was "dangling and felt flimsy". The clip began to deploy and then fell off of the catheter. This same event occurred a total of four times and the clips were not retrieved from the pt's stomach. The procedure was completed with a different device without any pt complications. Pt current status is unk. Note: this report is the fourth of four devices used in same procedure. Please refer to MFR #'s 3005099803-2008-06732, 3005099803-2008-06371, 3005099803-2008-06729 for other three related reports.

Manufacturer narrative:
The suspect device is not available. A device eval will not be performed; therefore, the cause of the reported event cannot be determined.